Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, an infrarenal aortic extension and a limb stent graft. It was reported the patient came in emergently with a stent migration and a ruptured aortic aneurysm. The patient underwent a secondary intervention, the patient treatment was not reported to endologix. The patient status post procedure is unknown and was not reported.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical evaluation, due to lack of medical information received, there were no evidence to support the following reported events; migration, aortic rupture, secondary procedure. Additionally there was evidence to reasonably support the following observation; claudication of the right leg. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The cause of the implant migration was likely related to a conical neck. It was also likely related to the procedure-related issue of the aortic rupture at implant (cautionary product use) and not likely related to any user-related issues. Additionally, there were no known related off label product use conditions that contributed to the event. Associated clinical harms for this device failure includes; aortic rupture, a presumed type 1a endoleak and a subsequent secondary procedure (the exact nature of the secondary procedure is unknown). Additionally, status post the planned covering of the internal iliac artery, claudication, an expected complication, was being monitored. The final patient disposition is reportedly unknown endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.